Event description:
A report was received that the patient was experiencing pain at the midline incision. The physician performed a procedure to clean the midline incision site. The patient is reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted device found them to be satisfactory.